Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue, the fse performed all leak tests, checked the performance with the system trainer and the test balloon. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a leak of the iab circuit. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
N/a.